Event description:
Following a radiology procedure vasoseal es was deployed. The pt returned three days later with complaints of pain in the right leg. A repeat angiography was performed contralaterally which revealed a complete blockage of the superficial femoral artery and a 90% occlusion of the popliteal. At that time a surgical cutdown was performed and the collagen plug was discovered intra-arterial at the puncture site of the superfical femoral artery. An embolectomy, angiogram, ptca with stenting of the superficial femoral artery, and a femoral endarectomy with patch angioplasty were performed. The pt returned for another embolectomy, restent, and superficial bypass with good results. No further complications were reported.